Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp unit for the reported helium bottle was leaking out inside of unit. The fse performed the helium leak test on cart and console and narrowed the leak to the cart. To fix the issue the fse replaced the power supply monitoring board and high pressure transducer due to incorrect x5 transducer readings. The fse then performed the helium leak check and console and cart which both passed. Performed system checkout and released unit to customer for clinical use. A supplemental report will be submitted upon completion of our investigation. The full name of the initial reporter that is abbreviated is (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
The helium regulator was observed per the cardiosave service manual part number 0070-00-0639 revision p with visual damage. The national repair center could not install the helium regulator into the cardiosave test fixture serial number and verify the leak as per factory specifications per procedure number (B)(4) and the cardiosave service manual part number 0070-00-0639 revision p. Helium transducer regulator could not be tested do to damage. Helium transducer regulator will be held in the nrc per procedure number (B)(4). The pressure transducer 3500 part number 0682-00-0092-01 s/n (B)(6) was observed per the cardiosave service manual part number 0070-00-0639 revision p with visual damage. The national repair center could not install the pressure transducer 3500 into the cardiosave test fixture serial number(B)(6) and verify the leak as per factory specifications per procedure number (B)(4) and the cardiosave service manual part number 0070-00-0639 revision p. Pressure transducer 3500 could not be tested do to damage. Pressure transducer 3500 will be held in the nrc per procedure number (B)(4). The pressure transducer 500 was observed per the cardiosave service manual part number 0070-00-0639 revision p with visual damage to pressure regulator. The national repair center could not install the pressure transducer 500 into the cardiosave test fixture serial number and verify the leak as per factory specifications per procedure number (B)(4) and the cardiosave service manual part number 0070-00-0639 revision p. Pressure transducer 500 could not be tested do to damage of pressure regulator. Pressure transducer 500 will be held in the nrc per procedure number (B)(4). The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. The national repair center installed the helium tank cable into the cardiosave test fixture serial number and tested the helium tank cable to factory specifications per the cardiosave service manual part number 0070-00-0639 revision p. The nrc could not verified the failure of the helium tank cable failure "helium leak" retaining the helium tank cable in the nrc per procedure (B)(4). The power supply monitor _swemco was observed per the cardiosave service manual part number 0070-00-0639 revision p with no visual damage. The national repair center installed the power supply monitor into the cardiosave test fixture and tested the power supply monitor to factory specifications per procedure number (B)(4) and the cardiosave service manual part number 0070-00-0639 revision p. No problem was found. Power supply monitor will be sent to the supplier for failure analysis per procedure number (B)(4). (B)(4)- the new supplier (B)(4), will no longer accept swemco boards back for failure analysis. Further failure analysis is not possible. The board will be scrapped per procedure number (B)(4). The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.